Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staple became jammed in the device and could not be used for suturing. Another device had to be opened and used. No issues with second device. There was no rfb (retained foreign body) in patient and no harm to patient.